Event description:
The customer stated that restraint straps caught in the footend wheels of the cot, tightened the strap on the pt's legs and almost tipped the cot.

Manufacturer narrative:
The operations manual states"... Proper restraint position while not interfering with equipment and accessories."